Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, user noticed that the instrument arm drape had a recognition issue. The drape was removed and replaced with a backup. The procedure outcome is unknown at the time of the report. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.